Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h6 (device code), h11. Correction to: h6 (component code, investigation findings, and investigation conclusions) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as a broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported during injecting with this 1 pen needle the non patient end needle broke off in lantus pen. Denied reuse of needles, did not complete a flow check with this needle. Was able to remove the needle from tip of pen. Placed loose needle inside the outer cover and placed onto her pen. Sending mailing kit. Dc lot # 3339357 catalog# 320550 date of event dec 14 2024 sample status awaiting sample.